Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set started ¿twisting on its own and came apart¿. The nurse had to tape the luer lock in order to get it to hold. This malfunction occurred during infusion of an unknown drug. It was noted that the nurse used proper procedure. There was no report of patient injury, medical intervention, or adverse event in association with this event no additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The sample was visually inspection, iso gaged, leak tested and subjected to simulated use testing. The luer passed all testing and visual inspection. The leak condition could not be confirmed. There was no malfunctions identified during product evaluation; the leak was not confirmed. If there is any additional relevant information from that review, a supplemental medwatch will be filed